Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 60 months post tka implantation, the (B)(6) y/o male patient had a revision due to right total knee arthroplasty with gross instability of the joint with no intraoperative complications. Devices are not returning.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that upon on review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint over the course of 05 years. Section(s): no information has been provided: a4, a5, b6, (d4) (catalog number, serial number, UDI number, and exp date), g5, and h4. The following section(s) have additional info: d10, g4, g7, h1, h2, h3, and h7.